Event description:
It was reported that the day after the implant, it was determined that the atrial lead had dislodged. The lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947m implantable tachy lead - (B)(6) 2013 4296 implantable pacing lead - (B)(6) 2031. (B)(4).